Event description:
Related manufacturer reference number: 3006705815-2023-06191. Additional information indicated that surgical intervention was undertaken wherein ipg was explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
The event of no connection after unrelated surgery was reported to abbott. The ipg was explanted and replaced due to no connection after unrelated surgery. The device was not placed into surgery mode. Ipg becoming inoperable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated pacemaker procedure where the ipg was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date.